Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch ultraeasy meter read inaccurately high compared to feelings/normal results. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the issue with her meter started on (B)(6) 2015, at 2:10pm, when she obtained an alleged inaccurately high blood glucose result of ¿350 mg/dl¿. The patient manages her diabetes with insulin (self-adjuster). After obtaining the alleged inaccurate result, the patient reported that she administered an increased dose of 24 units of insulin instead of her usual 20 units. She alleged that shortly afterwards she began ¿shaking, sweating and trembling¿, and that at 2:30pm she consumed ¿some milk¿ to treat her symptoms. At the time of troubleshooting, the csr noted that the patient¿s meter was set to the correct unit of measure and her test strips had been stored correctly. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurately high blood glucose reading on the subject meter, administered increased medication based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.